Event description:
Spiderfx was deployed in lad, with a 3x30 stent deployed over the wire. The blue spiderfx capture catheter was sent down over spiderfx wire to retrieve the spiderfx. The capture catheter became stuck in the stent. Spiderfx was pulled into stent and became entangled in stent. Spider was retrieved from pt. The stent was collapsed and bunched up and the pt was sent to surgery for stent retrieval.